Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652, lead, implanted: (B)(6) 2010. 694765, lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient experienced a systemic infection. The infection originated from the device pocket after a recent generator change approximately ten weeks ago. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that drainage at the pocket site was noted approximately twelve days prior to the patient being diagnosed with the infection. Tissue and device cultures taken were negative. The patient is a participant in the product surveillance registry clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was treated with antibiotics. A new system was subsequently implanted on the patient's opposite side.